Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: evaluation revealed the keypad cover was peeling off pump. Contamination was observed around contacts. Battery compartment cracks were found above and below grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a cracked battery compartment and contamination around contacts. This report is made based on results of investigation completed on (B)(4) 2015.